Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient profile was not crossing over to the machine. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-mar-2023 to 06-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a server issue. A technical support specialist followed the knowledge article (ka 000012288 - patient missing on a bd pyxis medstation es) and verified that the admission inactivity days were fewer than the patient's admission date. Additionally, it was confirmed that the patient can be located through the facility search to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.